Manufacturer narrative:
(B)(4): evaluation results: evaluation of the returned product found that the alarm powers on, however, there is a clicking noise each time the tone is changed or when pressure is applied to the sensor. The clicking noise is not continuous and sounds only once. The nurse call function is intermittent. The alarm case has damage on the bottom right corner. The battery door is damaged and can be slid out away from the alarm case. The liquid label is missing. Note: posey instructions for use state "if the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed. (B)(4).

Event description:
The customer did not specify the reason for the return of the alarm. There was no pt incident reported. Inspection of the returned product found that the nurse call function is intermittent.